Manufacturer narrative:
A review of the manufacturing records for the subject lot of product was not possible, as no lot information was provided. Neither the device nor films of applicable imaging studies were provided to osteotech for evaluation. We are therefore unable to determine the definitive cause of the reported event. Plexur m is a terminally sterilized product.

Event description:
Pt received resorbable bone void filler during a left femur reconstruction. Four months post-operatively, the pt presented with pain, swelling, but no evidence of infection was found on cultures. The pt was given steroids, the site was drained percutaneously, and no rehospitalization was required.